Manufacturer narrative:
Further information was requested but not received. D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported, the device was unable to be connected via wireless telemetry to the remote monitoring application or transmitter. Additional information has been requested but has not yet been received.

Event description:
Additional information was received indicating the device was interrogated in clinic resolving the telemetry issue. The patient was stable.

Event description:
Additional information was received indicating the device was in telemetry lockout and the telemetry lockout was resolved with interrogation of the device in clinic.

Manufacturer narrative:
The reported event of ble unavailable was resolved by interrogating the device using a merlin programmer, this is indicative of a ble lockout which is per device design. No further investigation is required at this time. If the issue persists, the investigation will be re-opened.